Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, which successfully resolved the issue without recurrence, allowing the customer to continue using the pump. The customer was advised to contact support again if any issues reoccurred.